Event description:
The device was used during a laparoscopic gastric bypass procedure. Reportedly, the instrument jammed. The surgeon applied another device to complete the procedure. The hosiptal has reported no patient injury occurred.